Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. When the device was connected with the (maj-2429) cable and gastrointestinal videoscope (gif-1100), no abnormalities were observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when products were replaced with equipment at the facility, green horizontal noise was observed in the monitor. There was noise when outputting 4k, but no noise in the image when outputting hd-1080i. The issue was found during equipment replacement during receipt inspection. There were no reports of patient harm. Related patient identifiers: (B)(6).